Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 18mm proximal from the tip of the device. There was no markerband damage detected. The device, failed to inflate to rated burst pressure.

Event description:
It was reported, that balloon rupture occurred. The 83% stenosed, target lesion was located in the severely tortuous. And severely calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. And the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.